Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a blood leak occurred and the hemodialysis (hd) machine did not alarm. It was reported that blood was noted on the dialyzer post treatment. It was unknown if the leak was internal or external or if blood test strips were used. The amount of blood loss was unknown. Upon follow-up, the charge nurse stated that the blood was discovered from the hansen connectors after a patient's hd treatment. The machine did not alarm. The patient completed treatment on the machine without issue and did not develop any symptoms, injuries, adverse events, or required medical intervention as a result of the reported event. The exact amount of blood loss was unknown but reported to be ¿a small amount¿. There was no defect or damage seen on the dialyzer and there was no leak or blood noticed on the dialyzer. The hansen connectors were soaked in bleach as a disinfecting method and the machine is not back in service at this time. No machine parts are available to be returned. There was no visible damage on the hansen connections. The dialyzer is not available to be returned to the manufacturer for evaluation because it was discarded.